Event description:
Customer reports result of hi (greater than 33.3 mmol/l) obtained on the aviva nano system. She took 32 units of unspecified insulin and tested lo (less than 0.6 mmol/l) 5 minutes later. Customer lost consciousness and her husband drove her to the hospital. Customer reports being treated with an IV (contents unknown), and was released from the hospital 12 hours later. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.